Event description:
It was reported that,"liner was cemented into a metal shell and broke loose from the cement about 3 years after implanted. Device explanted due to suspected failure."

Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned to the manufacturer. Additional information has been requested. Should device become available, the evaluation summary will be submitted in a supplemental report.